Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the implant being discarded at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet g7 neutral arcomxl lnr 40mm h item #: 010000749 lot #: 6130588, biomet g7 pps ltd acet shell 62h item #: 010000668 lot #: 3836813, biomet g7 pps ltd acet shell 62h item #: 010000668 lot #: 6081830, biomet tprlc 133 mp type1 pps ho 18.0 item #: 51-107180 lot #: 6068815, biomet cer bioloxd option hd 40mm item #: 650-1058 lot #: 2907294, biomet cer option type 1 tpr sleve +3 item #: 650-1067 lot #: 2921000. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02119.

Event description:
It was reported that during a total hip arthroplasty, the liner would not lock into place. A new liner was tried with the initial cup, but still would not lock. The cup was then removed from the patient to implant a new one. The second liner locked properly into the new cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon reassessment after investigation of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. This report should be voided.